Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested for articulating arm. No parts have been received by manufacturer for analysis. No further issues have been reported. (B)(4).

Event description:
A medtronic representative reported a site navigation system articulating arm that would not tighten properly and would not hold position. Replacement requested. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Medtronic investigation of returned suspect device finds that the returned vertek arm is very worn with many nicks and scratches as well as most of the color worn from the arm. The lot number indicates this part is over four years old. The arm failed the force test; arm should hold with a downward force up to 14 lbs but failed at 5.9 lbs. The arm also should hold with a side force up to 10 lbs but failed at 8.7 lbs. The reported event was confirmed to be caused by a mechanical failure mode. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.